Event description:
Customer reported cracks along the right hand corner of his insulin pump's screen. The customer's blood glucose was 60 mg/dl. The customer was unaware of how the damage had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window, cracked reservoir tube, cracked reservoir tube window and a cracked case near the display window corners were noted during the visual inspection.